Event description:
It was reported that the patient presented to the hospital for a pocket evacuation due to a hematoma. Upon interrogation of the device, it was noted there was no biventricular pacing. Further testing revealed that the atrial lead was not sensing and had no capture at maximum output. Fluoroscopy showed the atrial lead had dislodged. The fluid at the pocket site was evacuated and the atrial lead was repositioned; both the device and atrial lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.